Manufacturer narrative:
The customer reported multiple instances of pump segment failures, and returned just one sample of material 2426-0007, lot 24075372. Upon initial visual examination, the set had no defects or abnormalities. The set was then gravity fed with water, and the leak at lower fitment of the pump segment was found. This sample was originally returned with (B)(4). The probable root cause for the pinhole in the lower fitment of the pump segment is clinical practice. The clinical team was contacted about the failure. Device history record review for model 2426-0007 lot number 24075372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separating the following information was received by the initial reporter with the following information: it was reported by the customer that defect report for 6 tubings that failed this week. We've had 8 tubings fail in the past 3 weeks. We have 5 of them available to return for inspection. The reference number for all 8 tubings is 2426-0007. The lot number for all 8 tubings is 2407-5372. The tubing is falling apart in one of two places. The picture shown here shows one of the tubings falling apart in both spots (leaving 3 segments). These tubings are falling apart with normal use, no excessive force was applied.